Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was also found that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.